Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging button issue. The reporter alleged buttons permanently pressed and it cycles numbers on the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.